Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted during a mid urethral sling using transobturator tape procedure performed on (B)(6), 2010 to treat a patient with urinary stress incontinence. There were no patient complications during the implant procedure. The patient was awakened and transferred to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2010, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).